Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with unspecified mentor smooth gel breast prostheses that have not properly set in the patient¿s breasts. It was reported that when the patient flexes any muscle, the left breast prosthesis goes underneath her armpit. Additionally, the right breast prosthesis does not move at all and is stuck in one place. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).